Manufacturer narrative:
Product analysis: as found condition- the concerto device was returned for analysis within a shipping box, within a resealable plastic biohazard pouch and outside its returned introducer sheath. The instant detacher used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found unbroken. There is no evidence of detachment attempts using an instant detacher or by manual method at these locations. The pusher was found bent between ~116.7cm and ~126.0cm from the proximal end. The coin was found still against the lumen stop. Blood was found within the lumen stop/retainer ring. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found to be stretched and damaged with the polypropylene filament unbroken. Testing/analysis ¿ an in-house instant detacher was used to detach the device. The coin exited the lumen stop, however, the implant failed to detach. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved in the lumen stop/retainer ring. The implant coil became detached. No other damages or anomalies were found with the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the coil concerto helix 2mm x 8cm, the device did not deploy and did not advance in the catheter. Additionally, there was an issue with non-detachment of the coil. The patient was alive with no injury reported. No patient complications have been reported as a result of this event.